Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery flex was contaminated, one battery contact was missing, and the heart lead flex was out of specification (the connector would not hold the output connector). The battery release and battery drawer o-ring were contaminated, and the battery drawer, ring cover, two side bail covers, and upper/lower cases were also contaminated and broken. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery flex was contaminated, one battery contact was missing, and the heart lead flex was out of specification (the connector would not hold the output connector). The battery release and battery drawer o-ring were contaminated, and the battery drawer, ring cover, two side bail covers, and upper/lower cases were also contaminated and broken. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported.